Manufacturer narrative:
Evaluation summary: the liner likely fractured due to a traumatic event and/or non-adherence to rehabilitation protocol and then the prolongation of seeking medical care is allowed the devices to become damaged to the extent in which they have been received in. Because of the extensive damage to the devices, a root cause cannot be determined. Damage is too severe for dimensional analysis. A porous shell was returned with a hole worn through near the cluster holes, severe wear is also on the rim area. The ceramic head exhibits severe wear and gouges. There was only a small fragment of ceramic liner returned and it was reported that the rest of the liner was ground into the shell. The returned shell has a large hole which takes up approximately 20 percent of its surface area. The hole is centered over where the cluster holes used to be.

Event description:
It is reported that the patient was revised due to the liner fracturing. It was noted that the head wore through the shell and the joint tissue was discolored.